Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and the air and oxygen (o2) were set to 50 pounds per square inch (psi). The o2 analyzer was calibrated twice successfully and the o2 percent hours were well within range. There was no observation of a 'service gas system' message. The epgs functioned as it should. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, the epgs blender was installed (B)(6) 2021 and calibrated successfully. No issues occurred with the device in the past. During laboratory analysis, the product surveillance technician (pst) observed the epgs to calibrated successfully three times and pass release testing. Per data log review, the system was used on (B)(6) 2021 and powered down. On the next power up, the ccm reported the date as 27-oct-2091 causing the gas system to report oxygen (o2) sensor lifetime expired. This will cause the message 'service gas system' as reported. The next power cycle the date on the ccm corrected itself to (B)(6) 2021 which is the issue occurred date. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate and the central control monitor (ccm) displayed a 'service gas system' message . As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a one hour delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with the heart lung machine (hlm) epgs system during set-up for a cpb procedure on (B)(6) 2021. During calibration of the epgs the team received a message on the ccm stating that the epgs was unable to calibrate, service gas system. There was no delay to the start of the surgical procedure. The team used another hlm. There was no harm or blood loss.